Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient experienced a skin infection at the needle puncture site and under the sensor pod area. On (B)(6) 2025, the patient had a routine home health physician¿s visit and had the insertion site checked. The physician advised to remove the sensor and was prescribed a course of oral antibiotic medication (augmentin 500 mg, two tablets per day for seven day). At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.